Event description:
It was reported by the customer that "the introducer sheath failed to pass the skin resulting in a new kit being opened to place line for patient. The sheath would not pass through skin and had a hard stop at the skin level." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of available complaint information and an evaluation of the available sample evidence, the following was concluded: the complaint of the microintroducer failing to insert passed the skin is confirmed and was determined to be due to insertion techniques. One 3.5 fr microintroducer was returned for evaluation. An initial visual observation showed blood use residues throughout the returned device and visual damage to the distal end of the gray microintroducer sheath. Slight deformation was observed on the proximal end of the gray sheath near the pealing tabs. The microintroducer was slightly kinked and curved upon initial visual observations. A microscopic observation revealed deformation throughout the distal end of the gray sheath of the microintroducer, and a gradual taper was visible from manufacturing. The complaint of difficulty inserting a microintroducer is confirmed. Possible causes may include insertion procedure of the device or insertion angles of the device, as it may catch on the patient¿s skin or vessel walls. H3 other text: evaluation findings are in section h11.

Event description:
It was reported by the customer that "the introducer sheath failed to pass the skin resulting in a new kit being opened to place line for patient. The sheath would not pass through skin and had a hard stop at the skin level." No other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of regt4473 showed no other similar product complaint(s) from this lot number.